Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and the insertion section was wiped. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories and the insertion section was wiped with lint-free cloths/brushes/sponges. During evaluation, the reported issue of no air supply was not confirmed. Evaluation found the following: the bending section cover adhesive was scratched and chipped; the scope connector was scratched; the control unit was discolored; the scope connector was dirty due to water leakage, the up/down directional knob had excess play and the bending angle in the up direction did not meet with specifications due to a worn angle wire., and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. There was physical damage on the device, which may have resulted in foreign material not being removed during properly conducted reprocessing; however, a definitive root cause of the foreign material on the scope could not be identified. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-1200n operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope would not supply air when in the patient. There was no reported patient harm or impact due to this event. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the insertion site. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation.